Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had a battery that does not charge, the battery temperature is high, and was showing no backup battery detected. The battery could be charged and discharged normally after a period of time. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
At this time, the customer has requested the distributor to evaluate the iabp. Additional information was requested from the customer with regard to the repair; however, despite our best efforts, no repair information has been received. If any pertinent information is received in the future, a supplemental report will be submitted.